Event description:
Event description cpi received information this unipolar lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and lead system was receiving inappropriate shocks. An invasive procedure was performed and the physician found one of the unipolar leads had insulation damage. The physician elected to replace the leads and ICD at this time. Two unipolar leads (both model 4313) were involved in the patient's lead system, cpi is unable to determine which serial has the problem, therefore will report on the serial 018568 lead at this time.